Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received insulin pump not rewinding. Customer's blood glucose value was 350 mg/dl at the time of the incident. Customer will return device for analysis.